Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported under infusion could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Evaluation performed a flow rate test at 100 ml/hr for 15 minutes and the device was found to deliver within specifications. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "under infused in 20 hours instead of 23 hours" during therapy during therapy (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.